Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out as potential root causes. Additionally, touching or picking at the wound and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness and swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness and swelling in their leg. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2025. An explant procedure was not performed as the patient's leg was looking better. The patient is going to see a wound care specialist on (B)(6) 2025. Information was received on (B)(6) 2025. The wound care visit went well. The patient is applying medihoney, wrapping the site, and the incisions are looking better. The patient will have another follow-up with the implanting clinician as well as wound care. No further issues have been reported.